Event description:
It was reported that sheath detachment occurred. The 70% stenosed 35 mm in length, 4.0 mm diameter target lesion was located in a moderately tortuous and mildly and severely calcified right coronary artery. During the procedure, the catheter was fractured. The device was completely removed from the patients body by simply pulling out. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed sheath kinked and bent in imaging window and telescope.

Event description:
It was reported that sheath detachment occurred. The 70% stenosed 35 mm in length, 4.0 mm diameter target lesion was located in a moderately tortuous and mildly and severely calcified right coronary artery. During the procedure, the catheter was fractured. The device was completely removed from the patients body by simply pulling out. The procedure was completed with another of the same device. No patient complications were reported.